Manufacturer narrative:
Device evaluation of electrode belt 89002629 has been completed. The reported problem (check therapy pad messages) was confirmed due to the lead 2 (orange) wire being pinched at the ECG ¿c&d¿ cable. The belt did not pass essential performance testing. The root cause for the pinched wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad messages.